Event description:
The customer reported the system displayed a fast stop activated error code message. This will cause the system to shut down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The right and left cable switches were replaced. The system was then found to be operating as intended.